Event description:
Cardioquip heater/cooler (serial #[redacted]) with "temperature differential error" persisting despite regular troubleshooting attempted. Pulled from service and biomedical engineering contacted. (No patient involved - equipment report only).